Event description:
Customer alleged that the boom lowers when under weight some times and most of the time when there is no weight bearing down on the boom. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model rhl450-1, serial number/date code (B)(4) is approximately 10 months old. The owner's manual part number 1078987 rev j (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the boom on the rhl450-1 lift will intermittently lower when under weight and on occasion when there is no weight in the sling. Replacement part ordered on warranty (B)(4). No injury.